Manufacturer narrative:
An investigation was conducted: "the brevera needle worked when we tested it but once it was inserted into the breast for the procedure the needle wouldn't pull the saline or the lidocaine." Visual inspection was conducted; however, once the box of the biohazard kit was opened, no device was found inside the box, the device was not returned for investigation, inside the box we only received a tray lid. Functional testing was not conducted. The sample is unable to test. No further actions or additional test could be performed. Hence, the complaint cannot be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6), 2025, the user successfully tested that disposable needle; however, once it was inserted into the breast for the procedure, the needle would not pull the saline or the lidocaine. It is reported that the biopsy procedure was unsuccessful and the procedure was aborted. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.